Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd OEM smartsite vial access device was damaged the following information was received by the initial reporter with the following: it was reported by customer that they have been having issues for the last several months with smartsite vial adaptors. She said the clear top that goes on top of the vial is constantly breaking/shattering when used.

Event description:
No additional information.

Manufacturer narrative:
Investigation result: no: 5205r sample was available for investigation but the customer reported that for samples from lot: 16084221, " the clear top that goes on top of the vial is constantly breaking/shattering when used." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where the vial access device has fractured and shattered into multiple pieces. The details of this feedback were forwarded to the manufacturing site as well as the supplier of the component for investigation. A definitive root cause for the customer's experience could not be identified during the investigation. Please note this product was manufactured in august 2016; since the manufacture of the affected lot bd has started manufacturing this component in-house, therefore the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 5205r product in the past 12 months.